Manufacturer narrative:
The foot pedal was shipped to the customer for installation. The defective foot pedal was not returned to the manufacturer.

Event description:
It was reported that when the case was started, the laser would not vaporize, coag worked. Restarted laser and exchanged the fiber. The laser would still not vaporize with the second fiber. The procedure was completed with an alternate procedure (turp). It was determined that the footswitch was defective. There was ¿no injury¿ to patient reported.